Manufacturer narrative:
Left in patient.

Event description:
Revision surgery - due to poly wear.

Manufacturer narrative:
Corrected data: the reason for this revision surgery was poly wear. The previous surgery and the revision detailed in this investigation occurred over 3 years and 2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. The root cause of this complaint was a revision surgery due to poly wear. There are many factors that may contribute to the event that are outside the control of djo surgical are excessive loading, patient activity and an unbalanced joint. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.